Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation underwent surgery two weeks prior for the placement of pins and rods in the back. Following the procedure, the patient experienced a "setting not available oor" message on group c with an intensity of 2, whereas the normal setting was 4. The patient did not feel stimulation when switched to group b, despite it showing 4.6, and similarly did not feel stimulation when switched to group a. The patient confirmed that the implant was charged and typically used group c. The patient was advised to change back to group c and was provided information regarding the message. The patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.